Event description:
The customer initially called for help priming the insulin pump. The customer then stated that she was hospitalized for low blood glucose levels. Prior to the hospitalization, the customer stated that she delivered a bolus. The customer forgot that she delivered that bolus, so she programmed another bolus. The customer's blood glucose dropped to 20 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.